Manufacturer narrative:
The investigation was completed and no device was returned. Investigation summary: hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery to support the 61 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock. No other underlying cardiac or systemic comorbidities are known. The pump was supporting when the pump came out of position while in the ICU unit. The team was unable to reposition the pump back across the valve, and the patient had hemodynamic status deteriorate with high medication and poor laboratory results. The team would not escalate to extracorporeal life support (ecls) or place another cp and the patient expired. The death is being reported as a contributing factor to the death, and patient's presenting native critical condition as presented in scai stage d and decision made not to replace or escalate care.